Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the luer lock connection was loose. Customer's blood glucose level (bg) was ¿high¿, although a specific value was not provided. The customer addressed their bg with a correction bolus via pump. The customer changed the pump supplies to resolve the issue.